Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the physician decided to implant the lead on the interventricular septum. As a result, the physician created two curves in the stylet: one a wide curve and a closed 90 degree angle on the distal end. The helix was able to be deployed after 20 turns into the tissue. The atrial lead was then implanted. The physician then went to remove the stylet from the rv lead; however, the stylet became stuck and could not be removed. The physician had to turn the entire lead body in order to explant the rv lead. No adverse patient effects were reported.